Event description:
Continuous renal replacement dialysis machine set to remove a certain amount of fluid from pt per hr. Staff checked fluid levels and machine exceeded the amount specified on 3 different times. Staff took actions and removed pump, called co's clinical support, and implemented medical intervention.